Event description:
Upon review of a (B)(6) male pt's download, zoll customer support detected a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation, the positive lead on the pad under high-voltage capacitor c20 was lifted on the defibrillator board causing the service code 102. The root cause for the lifted pad could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can damage the high-voltage capacitors. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the lifted pad on c20. The pt received a replacement monitor.